Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
The clinician reported that a small area at the bottom of the aquacel dressing had not adhered to the non-surgical wound on the patient's leg and this allowed the exudate to leak out of the dressing before it could be absorbed by the aquacel component of the dressing. It was reported that the clinician believes that there was a problem with the adhesive. The skin had been cleaned and then skin prep was applied prior to the application of the foam. The aquacel dressing was removed and replaced with another brand.